Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that the byte treatment will actually hurt their teeth since they have an open bite and recommended they stop using the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.